Event description:
It was reported the patient was receiving sact and it was noticed there was a leakage around site of PICC line. Internal fracture confirmed. Sact infusion stopped. Treated as per extravasation policy. PICC removed and retained. Datix ir1 completed. New PICC inserted to complete treatment. Additional information received 09/11/2023: our policy is to stop infusion which was done, aspirate the drug and 10mls was aspirated on this occasion, treat with hyaluronidase around the site which was completed. Apply hot or cold compress to area for 20mins for first 24hours and apply hydrocorstine cream 1% every 6hours for up to 7days. From what I can see the patient had no long term effects. He then got a new PICC in and finished treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 3cm marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient was receiving sact and it was noticed there was a leakage around site of PICC line. Internal fracture confirmed. Sact infusion stopped. Treated as per extravasation policy. PICC removed and retained. Datix ir1 completed. New PICC inserted to complete treatment. Additional information received 09/11/2023: our policy is to stop infusion which was done, aspirate the drug and 10mls was aspirated on this occasion, treat with hyaluronidase around the site which was completed. Apply hot or cold compress to area for 20mins for first 24hours and apply hydrocorstine cream 1% every 6hours for up to 7days. From what I can see the patient had no long term effects. He then got a new PICC in and finished treatment.